Event description:
It was reported that a malfunction alarm occurred with a pump. There was no additional information received regarding the impact to the customer's blood glucose level. Technical support arranged for a replacement pump to resolve the issue. The customer declined to share details about their backup insulin therapy.